Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a health care professional (hcp) requested technical services (ts) a review of this pacemaker. Upon review, two stored atrial tachy response (atr) episodes were noted. One episode showed several low amplitude atrial signals preceding the atrial rhythm episode. In the other episode, ts indicated that one signal on the atrial channel may have been undersensed; however, it was unclear whether this represented a far field signal related to an unsensed premature ventricular contraction (pvc). No adverse patient effects were reported. This device remains in service.